Manufacturer narrative:
The subject device was received and evaluated. Device evaluation revealed the reported issue of "the switch operates without permission" was not reproduced, however, the device switch 1 (sw 1) unit was determined to be damaged, not functioning due to external factors. Furthermore, the following findings during device evaluation were identified/ noted on the device: curved rubber scratches observed noted caused by external factors. The curved rubber adhesive part is missing. The bending angle is insufficient due to the elongation of the angle wire. Scratches on sw1 due to external factors. Scratches found on the operation part due to external factors. Scratches found on the grip due to external factors. Scratches found on the ud plate due to external factors. Scratches found on the rl plate due to external factors. Scratches found on the light guide (lg) connector due to external factors. Scratches on the lg cover glass surface due to external factors observed. Scratches found on the video connector case due to external factors. The video connector case found cracked due to external factors. Device evaluation findings noted the reported issue was not reproduced however, it was noted that the failure reported is a sporadical failure ( failure cannot be confirmed but occurrence is likely). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A repair request was sent reported with an issue of " the switch operated without permission" found during an unknown event. No harm was reported. No patient injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.